Event description:
It was reported that the pump was alarming 'no disposable-clamp tubing' when placing a new mixed cassette on. The pump would not accept the newly made cassette. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. Lot number provided was incorrect; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.